Event description:
The pump was programmed by the anesthesiologist post-op, while the patient was in the recovery room, the pump shut off, the read-out screen went blank, the patient was unable to restart it. The defective pump was exchanged for a functioning pump.